Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. It was reported that the patient has been getting decent relief but then 4-5 days of bad relief. The caller met with the patient today and tested impedances and approximately 11 contacts are high. When the patient leans forward, they gains one extra contact. The impedances are over 40, 000 ohms. Caller checked different reference electrodes and all showed the same impedances. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Technical services (tss) suggested obtaining imaging and attempting reprogramming on viable contacts otherwise a lead revision may be needed. Additional information was received from the manufacturer representative (rep) stating the cause of the high impedances is not known. Doctor is aware and is planning to get xrays/CT to find the problem. Revision will be planned but due to pt issues it will be 2-3 months down the road.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting caller reiterated information from original call noting that patient was seeing "settings not available" message when trying to increase and experiencing pain. Caller stated upon impedance check today, all contacts on right lead were high and there were only 3-4 usable contacts (which patient did feel stim on) on the left lead, with the other being around 36k ohms. Caller stated x-rays were done and no visible fractures were seen. Tss reviewed that if reprogramming isn't successful, the leads would need to be replaced. Tss reviewed intra-op testing with wens to confirm that impedance issue is with the leads as opposed to ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.